Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for head/neck (non-malignant) and spinal pain. It was reported that the patient¿s stimulation came and went; the therapy was intermittent. All impedances tested within range and this was considered to be a sudden change in therapy. In the end, it was noted that if the problem got worse, the patient might need a lead revision. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-nov-07. It was reported that the implantable neurostimulator (ins) reached the end of its service (eos) and the stimulator will be replaced. There were no further complications reported or anticipated. "***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***"